Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in japan placed a 5.5 pump for support of a patient admitted for surgery for a ventricular septal defect. The pump came out of position and was removed/replaced after 160 hours.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.